Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation determined that a hardware issue had caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from one patient sample tested on the cobas 6000 c (501) module. The following examples of discrepant results were provided: on 26-apr-20206: the initial result from the module was 10.9%. On 29-apr-20206: the field service engineer inspected the module and found the basic wash was overflowing into cells due to damaged vacuum tubing. He replaced this part, as well as the rinse water tubing, and adjusted rinse levels to specification. He also cleaned the precipitated basic wash from the top of the cells, the electrodes, and the electrode block fittings. He verified the module's performance with mechanism checks, cell blank measurement, ion-selective electrode checks, qcs, and customer-run patient comparison tests. The repeat result from the module after service was 5.3%. The repeat result from another module was 4.8%. The doctor questioned the initial result, prompting the rerun. The repeat results were deemed correct.